Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to the resistance with the thumb advancer include, but are not limited to, inadequate nick and spread, device angle change prior to thumb advancer stroke completion or vessel locator not placed against the surface of the vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the sheath did not split and the thumb advancer got stuck. The device was removed and replaced. An additional starclose was then used to achieve hemostasis. No additional information provided.